Manufacturer narrative:
Corrected data: b5 - lens was implanted and removed intraoperatively. An alternate lens was implanted at a later date which resolved the problem. Additional information: b5 - it was reported on (B)(6) 2020 that "the patient had refraction with astigmat but user decided to use a spherical lens". The reporter indicated they believed the lens tear was due to bad loading. Claim#(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Lens was returned in micro-centrifuge via with moisture on lens, clear surgical residue on product. Visual inspection found haptic torn, residue and debris on the lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -12.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens implanted, removed, and replaced intraoperatively. This resolved the problem. Cause of the event is reported as user error.